Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the device had the select key inoperable on channel a. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.48.92, categorized as p1.5.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition, however the previous servicing didn't contribute to the reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "select' button of keypad at channel a was inoperative" was confirmed by baxter personnel during product evaluation. The root cause was assigned to fluid ingress on the keypad. It was not indicated what was done to address this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.